Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa) to vessel below the knee (bk). A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).